Event description:
It was reported that the pt had a monarc sling implanted on (B)(6) 2013. During the surgery, the needle was passed through, pulled back, and the sleeve was cut without problems. When the physician attempted to remove the sleeve, a piece of the sleeve remained inside the pt. With assistance of a second surgeon, they successfully removed all of the sleeve from the pt.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.